Event description:
It was reported that the user experienced prolonged low glucose episodes while using the ilet bionic pancreas, with device data indicating 6.1% low and 6.8% very low time in range, and the cause of the hypoglycemia was unclear. Customer care provided support that included a review of available use information and attempts to contact the user for additional details without success. Investigation of this case revealed no device malfunction reported and insufficient information to identify a contributory device factor. No symptoms associated with hypoglycemia reported. Outcomes included no reported injury, and no medical intervention. It was concluded that the event was user experience of hypoglycemia with an undetermined cause and no reportable device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.